Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implantable cardiac monitor (icm) patient reported that having recorded symptoms episodes, looking at the report the time recorded was not the time the episodes were sent. The patient was concerned the data was not collected at the time and the episode was "missed" and doctor did not have the accurate information. It was also reported that the mobile monitoring application was disconnected. Suggested the patient to check the wifi, bluetooth and also check the application time after time to confirm if it was active. Patient stated that would talk with the doctor about it. The mobile monitoring application remains in use. The icm remains in the patient. No patient complications have been reported as a result of this event.